Manufacturer narrative:
No button error alarm during testing. Unit had unresponsive buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm after battery change. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.